Event description:
A report was received that stated during an injection, the needle became detached from the syringe. No needle-stick took place. There was no patient or clinician injury reported.

Manufacturer narrative:
One unit was returned for evaluation. Visual inspection observed no non-conformities with the device. During functional testing, the cannula was tightened to the device per direction found in the instructions for use. Testing found no leakages or detachment of the cannula. The returned device was found to operate as intended. No evidence was found to suggest the reported event was caused from intrinsic product fault.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.